Event description:
It was reported that the patient was admitted to the intensive care unit due to low blood pressure. The patient exhibited signs of presyncope, fell, and hit his head. The patient also complained of chest pain which was suspected to be due to low blood pressure. The cause of the patient's low blood pressure was not determined. Patient¿s condition was improved with medication changes. The patient was stabilized and discharged. Since discharge, patient had several emergency room visits for the issues with blood pressure. The patient did not allege any problem with the device. No further information is available at this time.